Manufacturer narrative:
The device was returned for evaluation. The device history record for lot no. 3944213 reviewed and no anomalies that could be associated with the complaint were observed. The evaluation verified the complaint as valid. The device doesn't pass the electrical test. The plastic part is burnt. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument despite of recommendations of instructions for use.

Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that on (B)(6) 2019, during coagulation, the cev134 forceps bipolar 350mm mouiel had sparks and flame between the forceps and the cable connection. The product was in contact with the patient, however there was no injury or death alleged. The event did not increase the surgical time. No other information provided.